Event description:
It was reported to the manufacturer that the trilogy ventilator had generated a ventilator service required alarm. It was stated there was no patient harm. The sales representative visited the hospital and upon evaluation of the ventilator, confirmed the occurrence of the reported ventilator service required alarm. The sales representative replaced the unit for the customer. On evaluation of the device at the manufacturer's service center, the reported ventilator service required alarm was duplicated during the initial evaluation. The ventilator service required alarm indicated urgent service required involving accuracy of the oxygen blending module (obm). The omb printed circuit assembly board required replacement to address the issue. Since the obm printed circuit assembly board is out of stock, the scheduled repair completion date has not been fixed. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.